Manufacturer narrative:
The customer cleaned the electrodes and the ion-selective electrode (ise) housing. They also performed ise purge solutions, ise checks, and calibrations with acceptable results. No further issues were reported by the customer. The investigation traced the issue to a disturbance in the ise reference flow. The investigation determined the customer's actions resolved the issue. The investigation did not identify a product problem.

Event description:
The initial reporter received discrepant results for one patient sample tested with ise indirect na, k, ci for gen.2 tested on a cobas 6000 c (501) module. The questionable results were not reported outside of the laboratory. The potassium initial result at 1:59 pm was 25.82 mmol/l, with a repeat at 6:25 pm of 4.25 mmol/l. The chloride initial result at 1:59 pm was 30.9 mmol/l, with a repeat at 6:25 pm of 96.2 mmol/l. The potassium and chloride electrode lot numbers and expiration dates were requested but not provided.

Manufacturer narrative:
The investigation is ongoing.